Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the no image issue and communication error could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Additionally, based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a b30 communication error, a no image issue and foreign material in the nozzle. There was no patient involvement.